Event description:
It was reported by a company representative that a patient states her generator is ¿not working like it should¿ due to battery depletion. Clinic notes from a visit dated (B)(6) 2015 provide that the patient states she has not had a seizure for as long as a year before. The patient has been referred for battery replacement. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred on (B)(6) 2016. The explant facility stated they do not return explants per their policy.